Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference attached uf report (B)(4).

Event description:
It was reported that the tip of a k-wire broke off during surgery at l5-s1. The surgeon believed that removing the broken piece would have been detrimental to the patient's health, so elected to leave it in place because it would not cause any harm.